Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, she was having issues with the insulin pump alarming no delivery. Alarm occurred right after the infusion set was changed. Customer's blood glucose was initially was 116 mg/dl and by the time she resolved the issue it was 397 mg/dl. Her current blood glucose was 163 mg/dl. Troubleshooting wasn't performed as customer was reporting a past event that was resolved. The device also had shut off twice without any warning or alert. Troubleshooting was performed for off no power and was advised to call if issues persisted also to clean battery compartment. The device is not being returned for analysis.